Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2016; 7121q65 lead, implanted: (B)(6) 2016; 6725 crdm adaptor, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial posterior lateral left ventricular lead had high thresholds and was reprogrammed. The epicardial posterior left ventricular lead had no capture and was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.